Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This report is related to MFR number 2017865-2016-07812.

Event description:
Related manufacturer reference number: 2017865-2016-07812. It was reported the right atrial (ra) lead and right ventricular (rv) lead were dislodged. The leads were explanted and replaced successfully. No additional information would be available.